Event description:
The customer reported a maternal pt presented with fetal distress. The clinicians lost fetal heart rate (fhr) monitoring signal using an ultrasound transducer and then they received a inop message when connecting the decg and could not get a fhr. The fetus was delivered by normal delivery and died later after the delivery.

Manufacturer narrative:
(B)(4). The customer reported a maternal pt presented with fetal distress. The clinicians lost fetal heart rate (fhr) monitoring signal using an ultrasound transducer and then they received a inop message when connecting the decg and could not ge a fhr. The fetus was delivered by normal delivery and died later after the delivery. The customer and the local philips staff provided this information on how to test cables. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.